Event description:
Possible device dimension discrepancy, implanted left side.

Event description:
Follow up findings, additional event of wrinkling, with no treatment. Follow up findings, additional event of pain.

Event description:
Follow up findings, additional events of capsular contracture and folds.